Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. A27191) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 and cholecystectomy. Previously administered products included for an unreported indication: aspirin. Past adverse reactions to the above products included hypersensitivity with aspirin. Concurrent conditions included carcinoma in situ of cervix since (B)(6) 2016, uterine leiomyoma, adenomyosis, benign cervix uteri neoplasm nos, uterine fibroids and uterus enlarged. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced back pain ("back pain/ lower back pain"), pelvic pain ("pelvic pain") and arthralgia ("right hip pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic-assisted vaginal hysterectomy versus total abdominal hysterectomy and possible right salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic infection, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown, the back pain was resolving and the pelvic pain and arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, back pain, menorrhagia, pelvic infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: communicated with healthcare provider concerning removal of essure: after gruesome back pian and barely being able to walk at times, the doctor requested an ultrasound and at that point scheduled that have uterus removed because it was swollen. Diagnostic results: on (B)(6) 2016 ultrasound scan revealed, 9 cm uterus, heterogeneous, suspicious for adenomyosis, multiple fibroids measuring from 1.2 to 1.9 cm, left ovary 1.8 cm follicle, right ovary normal. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain, right hip pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Added lot no. Added events: vaginal bleeding, menorrhagia, pelvic infection, vaginal discharge, right hip pain, pelvic pain. Concomitant diseases, lab data and historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. A27191) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, cholecystectomy and eating disorder. Previously administered products included for an unreported indication: aspirin. Past adverse reactions to the above products included hypersensitivity with aspirin. Concurrent conditions included carcinoma in situ of cervix since (B)(6) 2016, uterine leiomyoma, adenomyosis, benign cervix uteri neoplasm nos, uterine fibroids, uterus enlarged and vaginal infection. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced back pain ("back pain/ lower back pain"), pelvic pain ("pelvic pain") and arthralgia ("right hip pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic-assisted vaginal hysterectomy versus total abdominal hysterectomy and possible right sa). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic infection, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown, the back pain was resolving and the pelvic pain and arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, back pain, menorrhagia, pelvic infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: communicated with healthcare provider concerning removal of essure: after gruesome back pian and barely being able to walk at times, the doctor requested an ultrasound and at that point scheduled that have uterus removed because it was swollen. The essure procedure was performed per protocol trailing coils left 2 right 2 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: leiomyomata ultrasound scan - on (B)(6) 2016: multiple fibroids measuring from 1.2 to 1.9 cm on (B)(6) 2016 ultrasound scan revealed, 9 cm uterus, heterogeneous, suspicious for adenomyosis, multiple fibroids measuring from 1.2 to 1.9 cm, left ovary 1.8 cm follicle, right ovary normal. On (B)(6) 2016 pathology test performed having result uterus, hysterectomy : leiomyomata, benign cervix and endometrium, no dysplasia, atypical hyperplasia or malignancy seen concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, right hip pain, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. A27191-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, cholecystectomy and eating disorder. Previously administered products included for an unreported indication: aspirin. Past adverse reactions to the above products included hypersensitivity with aspirin. Concurrent conditions included carcinoma in situ of cervix since (B)(6) 2016, uterine leiomyoma, adenomyosis, benign cervix uteri neoplasm nos, uterine fibroids, uterus enlarged and vaginal infection. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced back pain ("back pain/ lower back pain"), pelvic pain ("pelvic pain") and arthralgia ("right hip pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic-assisted vaginal hysterectomy versus total abdominal hysterectomy and possible right sa). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic infection, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown, the back pain was resolving and the pelvic pain and arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, back pain, menorrhagia, pelvic infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: communicated with healthcare provider concerning removal of essure: after gruesome back pian and barely being able to walk at times, the doctor requested an ultrasound and at that point scheduled that have uterus removed because it was swollen. The essure procedure was performed per protocol trailing coils left 2 right 2 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: leiomyomata. Ultrasound scan - on (B)(6) 2016: multiple fibroids measuring from 1.2 to 1.9 cm on (B)(6) 2016 ultrasound scan revealed, 9 cm uterus, heterogeneous, suspicious for adenomyosis, multiple fibroids measuring from 1.2 to 1.9 cm, left ovary 1.8 cm follicle, right ovary normal. * on (B)(6) 2016 pathology test performed having result uterus, hysterectomy : leiomyomata, benign cervix and endometrium, no dysplasia, atypical hyperplasia or malignancy seen concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, right hip pain, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: lot number was invalid. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid) (product technical complaint). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (surgical removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain and back pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain in abdomen") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. A27191) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, cholecystectomy and eating disorder. Previously administered products included for an unreported indication: aspirin. Past adverse reactions to the above products included hypersensitivity with aspirin. Concurrent conditions included carcinoma in situ of cervix since (B)(6) 2016, uterine leiomyoma, adenomyosis, benign cervix uteri neoplasm nos, uterine fibroids, uterus enlarged and vaginal infection. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced back pain ("back pain/ lower back pain"), pelvic pain ("pelvic pain") and arthralgia ("right hip pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic-assisted vaginal hysterectomy versus total abdominal hysterectomy and possible right sa). Essure was removed on 10-may-2016. At the time of the report, the abdominal pain, pelvic infection, vaginal haemorrhage, menorrhagia and vaginal discharge outcome was unknown, the back pain was resolving and the pelvic pain and arthralgia had not resolved. The reporter considered abdominal pain, arthralgia, back pain, menorrhagia, pelvic infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: communicated with healthcare provider concerning removal of essure: after gruesome back pian and barely being able to walk at times, the doctor requested an ultrasound and at that point scheduled that have uterus removed because it was swollen. The essure procedure was performed per protocol trailing coils left 2 right 2 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: leiomyomata ultrasound scan - on (B)(6) 2016: multiple fibroids measuring from 1.2 to 1.9 cm on (B)(6) 2016 ultrasound scan revealed, 9 cm uterus, heterogeneous, suspicious for adenomyosis, multiple fibroids measuring from 1.2 to 1.9 cm, left ovary 1.8 cm follicle, right ovary normal. * on (B)(6) 2016 pathology test performed having result uterus, hysterectomy : leiomyomata, benign cervix and endometrium, no dysplasia, atypical hyperplasia or malignancy seen concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, right hip pain, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: lot number was invalid. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality department mentioned that the reported lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided on 25-jun-2018: medical record received. Reporter information added. Lab data added. Concomitant and historical condition are added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("pain in abdomen") and pelvic infection ("pelvic infection") in an adult female patient who had essure inserted (lot no. A27191) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of eating disorder, cholecystectomy, parity 4 and multigravida. Previously administered products included: acetylsalicylic acid. Past adverse reactions to the above products included: allergy with acetylsalicylic acid. Concurrent conditions were listed as carcinoma in situ of cervix since (B)(6) 2016, vaginal infection, uterus enlarged, uterine fibroids, benign cervix uteri neoplasm nos, adenomyosis and uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced pelvic infection (seriousness criteria medically important and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal discharge ("vaginal discharge"). In 2014 she experienced back pain ("back pain/ lower back pain"), pelvic pain ("pelvic pain") and arthralgia ("right hip pain"). Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes) and laparoscopic-assisted vaginal hysterectomy versus total abdominal hysterectomy and possible right sa). At the time of the report, the back pain was resolving and the pelvic pain and arthralgia had not resolved. The outcomes for abdominal pain, pelvic infection, vaginal haemorrhage, heavy menstrual bleeding and vaginal discharge were unknown. The reporter considered abdominal pain, arthralgia, back pain, heavy menstrual bleeding, pelvic infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure administration. The reporter commented: communicated with healthcare provider concerning removal of essure: after gruesome back pain and barely being able to walk at times, the doctor requested an ultrasound and at that point scheduled that have uterus removed because it was swollen. The essure procedure was performed per protocol trailing coils left 2 right 2 discrepancy noted in date of insertion: (B)(6) 2013 (as per pif). Discrepancy noted in date of removal: (B)(6) 2016 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: results: leiomyomata. [Ultrasound scan] on (B)(6) 2016: results: multiple fibroids measuring from 1.2 to 1.9 cm [ultrasound scan vagina] in 2013: results: I was good to go. *on (B)(6) 2016 ultrasound scan revealed, 9 cm uterus, heterogeneous, suspicious for adenomyosis, multiple fibroids measuring from 1.2 to 1.9 cm, left ovary 1.8 cm follicle, right ovary normal. * on (B)(6) 2016 pathology test performed having result uterus, hysterectomy : leiomyomata, benign cervix and endometrium, no dysplasia, atypical hyperplasia or malignancy seen. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, back pain, right hip pain, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.